Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported asystole remains unknown.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, ep4 was unable to stimulate causing brief asystole. The physicians were able to stimulate the heart with the ep4 stimulator. However, after cardioversion, stimulation could not be achieved. The patient went asystole for 20 seconds which was resolved when the system was exchanged to carto. The case was able to be completed. The physician believes the adverse event was caused by the ep 4 stimulator.